Event description:
The complaint received from medical affairs indicated that an MRI technician called for MRI compatibility of the cypher stent, and reported adverse events for a patient. Approximately six years ago, the patient had one 3.0 x 23 cypher rx stent placed in an unknown artery for an unknown reason. Approximately three years after index procedure, the patient experienced an unknown event which resulted in a taxus express stent placement. Approximately two years after the implantation of the taxus express stent, the patient experienced an unknown event which resulted in a second placement of another taxus express stent. The MRI technician had no further information available.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt of additional information.